Event description:
Reporter stated that a pt, hospitalized for an unspecified condition, experienced "fairly high" blood glucose (values not provided) coincident to peritoneal dialysis, using extraneal ( a labeled interferent for the test strips). The pt was reportedly treated for hyperglycemia; however, no details of treatment were provided. Reporter stated, that pt's blood glucose was measured in the facility's lab and was found to be lower than expected (value not provided). Reporter stated that pt subsequently suffered brain damage. Reporter indicated that the suspect device failed to detect pt's true hypoglycemic state. Pt's blood glucose was reportedly measured, using the suspect device, with a result of approximately 4 mmol/l. A subsequent lab test (time between tests was not provided) revealed that pt's actual blood glucose was 0 mmol/l. Reporter stated, that pt expired in 2004